Event description:
It was reported that the patient underwent a single level left tlif at l5-s1 using rhbmp-2/acs. The patient reportedly had good relief of pre-op left leg pain by pod 3, the patient subsequently complained of recurrent pain. An MRI at six months post-op demonstrated multiple "cystic" lesions at l5. The formations are not believed to represent infection per the radiologists. Wbc=5.3; sed rate=2; crp=3.44. The patient underwent a surgical revision procedure in 2008. The cysts had turned to bone impinging on the spinal canal and were decompressed. The patient is experiencing some symptomatic relief.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.